Event description:
It was reported that the core impaction drill heated up. No additional information was provided by the user facility upon follow-up.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor assembly.